Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
It was reported that the patient's ipg was inoperable and was displaying the "replace generator" error message. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted.